Event description:
Ous MDR - several days after the implantation, a drop in sensing was reported for this lead. During the revision on (B)(6) 2014 no mandrin could be inserted during the attempt to reposition the linox. It was removed as a result, and a new lead was implanted. The linox was returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically and mechanically. During the mechanical analysis, a mandrin could only be inserted up to 1.5 cm into the lumen of the lead, as is also mentioned in the clinical complaint. Further inspection showed a severely twisted inner conductor helix close to the is-1 connector pin. The analysis showed that the cause for the observed damage manifestation should be considered to be overrotation of the screw mechanism. Despite this damage, the fixation could be completely extended and retracted. The measurement values of the fixation lengths were within the specification. The deformation of the rv shock coil detected during further inspection is probably a result of the explantation process. The analysis did not show any indications of a material defect or manufacturing error.